Manufacturer narrative:
(B)(4). Batch number m92z6l. Investigation summary the analysis results found that the device was received with the tissue pad detached and not returned but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was connected to a test hand piece and a gen11. The device was analyzed, and it was determined that it was used in more than one procedure, based on generator data. The device is intended and labeled for single patient use. If the device is connected to multiple generators an alert screen will be displayed indicating ¿adaptive tissue technology features are not available in this device¿. The device was disassembled to inspect the internal components and no anomalies were noted. Due to the multiple generator usage, which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude root cause. Please let us know within 20 working days if the device was not reused/reprocessed, so that we can understand how the device is handled after the procedure, for return shipment for analysis. If we do not hear from you in this timeframe, the device may be disposed of per our internal handling processes. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that the white tissue pad was fell off during the procedure. The fallen piece was retrieved by forceps and was disposed. Changed to another device to complete the procedure. There was no report on patient injury.